Event description:
It was reported the dome cover of the f-gen light fell off in or 12. There were no reported injuries or adverse consequences. This light is within scope of field action res 83355.

Manufacturer narrative:
It was reported that the blue circular dome on the back of the f gen light head fell; there were no reported injuries or adverse consequences. (B)(4), and CAPA (B)(4) were opened to review and address this issue.  This light is within scope of the field action.